Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated there was a significant amount of inflammation and necrosis in the left subpectoral region where the ipg site was, in addition to wound erosion issues over the wire in his neck and his head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated there was a significant left hemisphere edema with symptomatic seizure and pulmonary embolism. There was an open wound with pus and visible wires on the top of the head and lateral neck.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 26-aug-2021, UDI#: (B)(4); product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 26-aug-2021, UDI#: (B)(4); product type: extension; product ID: 3387s-40, lot# va1khc,a implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 28-jun-2020, UDI#: (B)(4); product type: lead; product ID: 3387s-40, lot# va1khca, implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 28-jun-2020, UDI#: (B)(4); product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection and inflammatory reaction due to other internal prosthetic devices. The patient's entire system was removed and not replaced. It was noted there was bacteria on the implant. It was noted this was related to the device/therapy. The event was considered ongoing. No further complications were reported as a result of this event.